Event description:
It was reported that the customer requested and delivered a bolus in addition to the automatic bolus delivered by the pump software resulting in a low blood glucose (bg) level. The customer's bg level was 45 mg/dl. Customer consumed glucose tablets and juice to address bg. A pump data review was performed and the pump was found to be working as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.